Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm the difficulty to position. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection showed that the polytetrafluoroethylene insulation was bunched, and conductor resistance-shock coils were deformed due to the bunching which is consistent with the lead being placed through a constricted area. Additionally, the lead did not pass the stylet insertion test due to the damage. Furthermore, this type of damage has been deemed a design issue.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to difficulty to position. This lead was replaced with the same model. No adverse patient effects were reported. This lead will be returned.